Manufacturer narrative:
(B)(4). Report 3003898360-2017-00073 after an additional medical review a determination was made to re-classify the complaint as a serious injury.

Event description:
During a laparoscopic cholecystectomy and defenestration of the renal cyst the patient was in the recovery room and had a major coughing episode; there was a strong suspicion of hemorrhagic shock. It was decided to perform a laparotomy exploration. The hemorrhage came from the area where a clip was placed on the cystic artery which was then only holding on by a piece of tissue by its distal end. The clip of the cystic ductus is still in place. The patient's movements and his major coughing episode must have pulled the cystic artery out of the clip which was caught by its closure end in non-vascular tissue. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
During a laparoscopic cholecystectomy and defenestration of the renal cyst the patient was in the recovery room and had a major coughing episode; there was a strong suspicion of hemorrhagic shock. It was decided to perform a laparotomy exploration. The hemorrhage came from the area where a clip was placed on the cystic artery which was then only holding on by a piece of tissue by its distal end. The clip of the cystic ductus is still in place. The patient's movements and his major coughing episode must have pulled the cystic artery out of the clip which was caught by its closure end in non-vascular tissue. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
During a laparoscopic cholecystectomy and defenestration of the renal cyst the patient was in the recovery room and had a major coughing episode; there was a strong suspicion of hemorrhagic shock. It was decided to perform a laparotomy exploration. The hemorrhage came from the area where a clip was placed on the cystic artery which was then only holding on by a piece of tissue by its distal end. The clip of the cystic ductus is still in place. The patient's movements and his major coughing episode must have pulled the cystic artery out of the clip which was caught by its closure end in non-vascular tissue. The patient's condition was reported as unknown.